Event description:
It was reported that caller did not see insulin drops at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer loaded a new cartridge and resumed insulin.